Event description:
It was reported that the patient was experiencing uncomfortable unwanted sensation directly connected to her stimulation in a non-target area. It was mentioned that a strong shocking sensation through the back and left leg when laying down. The patient was doing well following a setting optimization.